Event description:
The healthcare professional reported that during the procedure, the EU 4.5x28mm stent 12 mm dw tip (enc452812/9872897) was impeded in the microcatheter hub, and could not be pushed into the microcatheter (mc). The physician only retracted the stent alone and switched to a new one to complete the procedure. The microcatheter was not replaced, and no patient injuries nor consequences were reported. Additional information received indicated that the event did not result in any undue procedural delay that could be considered clinically significant. The microcatheter used was a johnson & johnson infusion catheter (prowler select plus (606s255x)). No devices were previously used with the microcatheter. The target vessel was the left ophthalmic artery segment. No relevant anatomical information was included. The device did not appear damaged at any time. Continuous flush was maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rhv during device advancement. Based on the product analysis of the device received, the stent is bent.

Manufacturer narrative:
Manufacturer ref#: (B)(4). The purpose of this MDR submission is to document the findings of the device investigation. The stent was found bent, meets the applicable regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device was returned to j&j medtech for further evaluation. A non-sterile EU 4.5x28mm stent 12 mm dw tip was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent component was already detached from the delivery system. The distal end of the delivery wire was found kinked. Microscopic inspection was performed on the stent component, and although the stent was fully expanded, two struts were found kinked. No additional damages were noticed. A device history record (DHR) was performed, and no internal actions were identified. Although in order to perform a functional test, the stent must be attached to the delivery wire and inside the introducer, the issue reported regarding the stent being impeded is confirmed based on the damaged conditions found on the distal end of the delivery wire. It is suggested that excessive force could had been inadvertently applied during the several attempts to advance the stent through the microcatheter, resulting in the kinked condition of the delivery wire. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The stent detachment and kinking was not originally reported, and the exact time of occurrence cannot be determined; therefore, this is not considered to the issue reported. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.